Event description:
A report was received that a patient's implantable pulse generator ( ipg) was depleting quickly after a revision surgery. It was noted that electrocautery was used during the revision surgery. A database analysis confirmed premature battery depletion. The patient underwent an ipg replacement surgery. The patient is doing well after procedure. The monopolar electrocautery is a known source of high voltage transient signal that can damage the analog ic. Current labeling warns against the use of monopolar electrocautery ( refer to physician's implant manual (B)(4)).

Event description:
A report was received that a patient's implantable pulse generator ( ipg) was depleting quickly after a revision surgery. It was noted that electrocautery was used during the revision surgery. A database analysis confirmed premature battery depletion. The patient underwent an ipg replacement surgery. The patient is doing well after procedure. The monopolar electrocautery is a known source of high voltage transient signal that can damage the analog ic. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(6)).

Manufacturer narrative:
The explanted ipg passed visual inspection. The complaint of damage to the ipg because of electrocautery use during a revision procedure has been confirmed. The analog ic was damaged. This damage resulted in the rapid battery depletion rate of the ipg. The use of electrocautery resulted in the reported complaint.